Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance and a failure to deliver shock for patient's ventricular fibrillation (vf). Delayed shock was delivered that terminated the arrythmia. During lead revision, the physician observed a clear fracture of the lead. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable.